Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record is not possible due to having no device info. A medical review was performed on the available info and the cause of the event is undetermined.

Event description:
It was reported by a user facility that a saline bag back filled during recirculation. There was no pt involvement.